Event description:
During an attempt to access a basilar tip aneurysm, it was found that the pt had tortuous anatomy. To help gain access to the target site, the physician used the subject guidewire which was shaped to the patients' vascular anatomy. Access was very difficult, and it was felt that another guidewire should be used. Again, this wire was shaped by the physician. Accessing the basilar tip was found to still be very difficult and a third guidewire was used. Even with the third guidewire, access was still unable to be gained, so a fourth guidewire was used to try to gain access to the aneurysm. Again due to the tortuous nature of the anatomy access was not gained. The physician returned to the original guidewire (subject device). This time the tip of the guidewire came out of the cordis prowler select plus catheter, by about 2cm, and moved slightly forward, but the wire was not in the right place. The physician tried to remove the wire, and found it could not be advanced forwards or backwards. The physician then applied a little pressure and the subject wire separated into 2 sections. The physician managed to successfully remove all parts of the wire and guide catheter. The procedure was then abandoned. There were no patient complications.